Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system (gpos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system was booting to only five arrows and no error was displayed. There is no report of death or serious injury associated with this complaint.